Event description:
The customer requested hv supply regulator. Ma sensor failure showed on vfd. No pt affected. The customer was having ma sensor errors. Customer is needing fse to order a board.

Manufacturer narrative:
The service rep delivered and installed hv supply regulator pcb. System functions as intended.